Manufacturer narrative:
The reported event of the physician could not fully insert the v-lead into the connector was confirmed. Analysis found the v-setscrew was positioned down in the v-connector port such that it was blocking the lead from fully inserting into the connector. Examination of the setscrew showed signs and impressions of possible wrench insertion and manipulation in the field. The user may have unknowingly turned the setscrew down in the port to where it was blocking lead insertion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the lead could not be fully inserted into the ventricular port of the pacemaker. The device was replaced and the same issue was noted on the replacement device. The device was replaced again and the procedure was completed with no adverse consequences to the patient.